Event description:
The patient reportedly experienced loss of sound along with pulsating sensation. Testing performed showed that the device was functioning. The scan results confirmed that the electrode was out of the cochlea. Surgery to reposition the pt's device took place in 2008.